Event description:
It was reported air embolism, st elevation and complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. During the transeptal puncture (tsp), the patient started coughing. The tsp was able to be performed. Then a watchman truseal access system (was) was introduced over a non-boston scientific wire. A pigtail catheter was introduced and an angiogram of the laa was performed with the pigtail catheter at the ostium of the laa and the was in the mid la. The physician advanced both the pigtail catheter then the was to a better location. The patient started coughing again and took a deep breath. It was noted that the hemostasis valve of the was may not have been fully closed due to the repositioning of the was. A second angiogram was performed at about the same time. The laa on intracardiac echocardiography (ice) demonstrated extremely large quantity of bubbles. EKG changes occurred immediately with very rapid fibrillation. This was followed by a decrease in left ventricle (lv) ejection fraction (ef) and dyskinesis of right ventricle (rv) then st elevations. Arterial access was obtained and a right coronary artery (rca) angiogram was taken demonstrating complete blockage of the rca about half way down with the proximal rca filled with air bubbles. It was believed a clot was blocking the distal rca so this was wired and an attempted thrombectomy was performed. No clot or air was removed during this. The patient was intubated at this time and a transesophageal echocardiogram (tee) probe was dropped to better evaluate. The pericardium was clear. There was a large air bubble noted at the apex of the lv. An attempt to aspirate this bubble was performed, but was unsuccessful. During this attempt the catheter induced full heart block and the patient went asystolic. Cardiopulmonary resuscitation (CPR) compressions were performed for about 12 seconds before a rhythm was noted. The rv was akinetic prior to this. An rv heart pump was introduced but could not be successfully placed in the rv. The bubble in the lv was noted to be gone once rv function was restored and rv and lv function appeared normal, if not better than before the case started. The team attempted to wake the patient up and extubated the patient. However, there was concern about neurological damage, so the patient was reintubated and deeply sedated before going for a CT scan. Scan results came back demonstrating no vascular blockage, but an infarcted area was noted.

Manufacturer narrative:
B2: date of death: estimated as the death event aware date.

Event description:
It was reported air embolism, st elevation and complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. During the transeptal puncture (tsp), the patient started coughing. The tsp was able to be performed. Then a watchman truseal access system (was) was introduced over a non-boston scientific wire. A pigtail catheter was introduced and an angiogram of the laa was performed with the pigtail catheter at the ostium of the laa and the was in the mid la. The physician advanced both the pigtail catheter then the was to a better location. The patient started coughing again and took a deep breath. It was noted that the hemostasis valve of the was may not have been fully closed due to the repositioning of the was. A second angiogram was performed at about the same time. The laa on intracardiac echocardiography (ice) demonstrated extremely large quantity of bubbles. EKG changes occurred immediately with very rapid fibrillation. This was followed by a decrease in left ventricle (lv) ejection fraction (ef) and dyskinesis of right ventricle (rv) then st elevations. Arterial access was obtained and a right coronary artery (rca) angiogram was taken demonstrating complete blockage of the rca about half way down with the proximal rca filled with air bubbles. It was believed a clot was blocking the distal rca so this was wired and an attempted thrombectomy was performed. No clot or air was removed during this. The patient was intubated at this time and a transesophageal echocardiogram (tee) probe was dropped to better evaluate. The pericardium was clear. There was a large air bubble noted at the apex of the lv. An attempt to aspirate this bubble was performed, but was unsuccessful. During this attempt the catheter induced full heart block and the patient went asystolic. Cardiopulmonary resuscitation (CPR) compressions were performed for about 12 seconds before a rhythm was noted. The rv was akinetic prior to this. An rv heart pump was introduced but could not be successfully placed in the rv. The bubble in the lv was noted to be gone once rv function was restored and rv and lv function appeared normal, if not better than before the case started. The team attempted to wake the patient up and extubated the patient. However, there was concern about neurological damage, so the patient was reintubated and deeply sedated before going for a CT scan. Scan results came back demonstrating no vascular blockage, but an infarcted area was noted. It was further reported that the infarct noted was new and not an old complication. The patient died as a result of the air introduced into the wachman delivery sheath which embolized both to the coronary arteries and the brain. The cause of death was due to severe anoxic brain injury secondary to presumed cerebral emboli/ acute cerebrovascular accident.